Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement in the right cephalic vein via right arm fistula, after stent deployment the delivery system was allegedly stuck and would not exit patient body. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation with grip shells completely disassembled and the covered stent completely deployed and missing as it was implanted in the patient. There were no signs of damage on the device depicting difficulty in removing the device from the patient, and it is not clear why the grip had to be disassembled for removal which leads to inconclusive results. It was reported that a 5f introducer / 0.035" guidewire were used for access, the lesion was pre-dilated, the device was flushed before use but it was unsure whether the delivery system was stuck over the guidewire or the introducer. Based on information available and the evaluation of the returned sample, the investigation is closed with inconclusive results. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states "carefully remove the delivery system under fluoroscopy while maintaining guidewire access". Based on the instructions for use material required for a procedure using the covera vascular covered stent are 0.035 inch guidewire of appropriate length, introducer sheath with appropriate inner diameter. Regarding preparation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." D4 expiry date: 03/2026. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement in the right cephalic vein via right arm fistula, after stent deployment the delivery system was allegedly stuck and would not exit patient body. There was no reported patient injury.